Manufacturer narrative:
After the investigation, it was determined that the sponge was caught in the seal (seal interference). During manufacturing, if the sponge is curled it can get kicked over into the sealing area as the pouch moves through the packaging machine. The work instruction details a curled or bent sponge should be removed during the pouching operation to mitigate the sponge from being caught in the seal during sealing. Operators box product and inspect product/pouches as they are packaging the finished product, and this was not detected in this case. The root cause was a manufacturing error. If any additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device is available for evaluation, and the manufacturing lot number was provided for review. The investigation is ongoing. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Complainant alleges "sterilization breach, as seal was open."